Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the insertion of an angio-seal device. The anchor never deployed out of the sheath and pulled out of the angio-seal device. Another angio-seal device was opened and used in the original sheath which was still in the patient. The angio-seal deployed properly and hemostasis was achieved with the second device. The patient was reported to be well. The procedure outcome was a successful. Additional information was received on 10/10/2018: the procedure being performed was a peripheral angio. A 6fr procedural sheath was used. There was an issue with the deployment of the anchor in the first angio-seal device. The anchor never deployed and when the physician went to pull back the device to deploy, the whole closure device came out of the sheath. The physician then asked for another angio-seal device, which was inserted into the original sheath and there was no problem with deployment of the second device. The first device was disposed of. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.